Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2011 and mesh was used. Approximately two weeks after the procedure, the patient presented with symptoms of wound infection. Cultures were taken and the patient underwent surgical abdominal incision and drainage on (B)(6) 2011. The surgeon did not remove the mesh but did dissect and remove some of the edge of the graft.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).